Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via an alert initiated on merlin.net transmission. Upon review, the right atrial lead exhibited low impedance. Chronic noise was noted. All other electrical measurements were in range. No intervention was performed. The patient was asymptomatic and would continue to be monitored.